Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a cal error alert, a change sensor alert, and high blood glucose levels. The customer stated, they had not changed the sensor for about 8 days but had changed the tubing and reservoir. The customer's blood glucose level was 430 mg/dl. The customer treated with a bolus and a manual injection. The customer reported difficulty breathing as a symptom. The customer completed troubleshooting but did not find any air bubbles, leaks, cloudy insulin, or bent cannulas. The customer stated that after removing the sensor, insulin came out of the site. The call was disconnected and no further details were obtained.